Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 60 units of insulin during the load sequence. There was no reported impact to the customer¿s blood glucose level due to this issue. Customer declined further troubleshooting with tandem technical support to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.